Event description:
Info received via complaint form is indicated as follows: "the dressing (inner) package was open. Non sterile".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no repots of the pt being harmed as a result of this malfunction. It was confirmed the product was not used on the pt. Convatec will continue to track and monitor such complaints according to convatec's inc's complaint handling and CAPA procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.